Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 350 mg/dl with symptoms of excessive thirst and urination. The patient self treated with heamlog insulin injections. The reporter alleged that there was a delivery issue with the pump, but was unwilling to troubleshoot the issue at the time of the call. The reporter did note that the alleged blood glucose excursion occurred after the patient had been swimming and there was corrosion in the battery compartment. There was no allegation of a power loss. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.